Event description:
The article 'measuring the performance of patient-specific solutions for minimally invasive transforaminal lumbar interbody fusion surgery' in journal of clinical neuroscience 71 (2020) 43¿50, was reviewed. One hundred twenty-nine consecutive patients scheduled for mis tlif surgery were included in this study and customised "biomodels" were made for each patient to assist with planning the instrumentation. Customized tool kits included a skin-surface stereotactic jamshidi guide, soft-tissue dilator inserts, a tubular retractor, and an osteotomy guide. Patients were implanted with either the es2 or the rti (non-stryker) pedicle screw systems as well as rti or eit (non-stryker) lordotic cages. Three patients underwent revision surgery to address screw positioning.

Manufacturer narrative:
H3 other text : device location unknown.

Event description:
The article 'measuring the performance of patient-specific solutions for minimally invasive transforaminal lumbar interbody fusion surgery' in journal of clinical neuroscience 71 (2020) 43¿50, was reviewed. (B)(4) consecutive patients scheduled for mis tlif surgery were included in this study and customised "biomodels" were made for each patient to assist with planning the instrumentation. Customized tool kits included a skin-surface stereotactic jamshidi guide, soft-tissue dilator inserts, a tubular retractor, and an osteotomy guide. Patients were implanted with either the es2 or the rti (non-stryker) pedicle screw systems as well as rti or eit (non-stryker) lordotic cages. Three patients underwent revision surgery to address screw positioning.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.